Event description:
Customer reportedly received result of 321 mg/dl and result of about 100 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer in use; replacement was sent.